Event description:
The reporter indicated that the surgeon implanted 13.2mm vicm5_13.2; -9.50 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced refractive surprise as well as hyperopia. On (B)(6) 2022 the lens was explanted and later on the same date it was noted a replacement lens of shorter length and different power was implanted. This did not resolve the problem. See MFR# 2023826-2022-01027 for replacement lens.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens within specificaitons. Claim#:(B)(4).